Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited high out of range (oor) pacing impedances of greater than 3,000 ohms, noisy signals on the rv channel and oversensing. Technical services (ts) suspected possible integrity issue with the rv lead and recommended full rv lead testing. Currently, this device and rv lead remains in service and no adverse patient effects were reported.